Manufacturer narrative:
Date sent to the FDA: 11/15/2019. Additional narrative: it was reported that the patient experienced small bowel obstruction, hernia recurrence, abdominal pain and adhesion following surgery. It was reported that the patient underwent mesh excision on (B)(6) 2014.

Manufacturer narrative:
Date sent to FDA: 1/17/2020. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/24/2018